Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms presented were for glucose values outside of the threshold range. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer indicated the low/high glucose alarm did not sound and was therefore not made aware of changing glucose levels. The customer was unable to self-treat and was provided glucose gel, cereal, and chocolate for treatment from a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. The customer indicated the low/high glucose alarm did not sound and was therefore not made aware of changing glucose levels. The customer was unable to self-treat and was provided glucose gel, cereal, and chocolate for treatment from a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of incident is unknown. The date entered in section b3 is per customer's report of (B)(6) 2023. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.